Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation of the impatable cardiac monitor revealed episodes of atrial fibrillation. However, egms in clinic did not show this. Patient was also having difficulty with remote transmission. No intervention was performed. Patient would be monitored.